Manufacturer narrative:
Other, other text: additional information: h6, h10: device evaluation: one smiths medical cadd solis vip pump was returned for analysis in a good condition. During analysis, the reported issue was not able to be duplicated but was verified in the device event log history. Service will replace the downstream occlusion (dso) sensor as a preventive measure. Based on the evidence, the complaint was not confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump exhibited cassette not attached properly alarm with no cassette attached. No adverse effects were reported.